Event description:
It was reported that an adverse patient event occurred. A 3.00 x 20mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The inability to cross the lesion caused a significant delay to the procedure that resulted in an adverse patient event. Despite multiple efforts, no further information was able to be obtained.